Event description:
A report was received that two weeks following the initial implant the patient was experiencing severe pain in his right leg. It was reported that the patient was assessed by a physician and it was determined that the spacer fell to his spine and was rubbing a hole near the spine. The spacer was explanted and the patient was reportedly doing well.